Event description:
A customer reported that the system rebooted itself prior to surgical procedures. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The power distribution printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2004. Based on qa assessment, the product met specifications at the time of release. The power distribution pcb was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned sample was installed into a calibrated system hotbed and powered on. No nonconformities were observed. The root cause cannot be determined conclusively. (B)(4).